Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp via a clinical study on 2019-mar-15. It was reported that the pain at the catheter site first occurred on (B)(6) 2019 prior to implant. The pain was reported at multiple sites and was also described as tenderness and radicular pain. The radicular pain occurred bilaterally at the hips and also bilaterally in the lower extremities. On (B)(6) 2019 there were persistent right lower extremity radicular symptoms. On (B)(6) 2018 the right lower extremity pain resolved while the left side was still ongoing. On (B)(6) 2018, it was noted that the catheter was malpositioned causing nerve root irritation, and moving the catheter down resolved the patient's radicular symptoms. The event required in-patient or prolonged hospitalization. The etiology indicated the event was possibly related to the device or therapy and was possibly related or related to the implant procedure. At the time of the event the pump was infusing morphine and bupivacaine (both at 2.5mg/ml and 0.3696mg/day).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study indicated tender with palpation over the catheter connector site at the lumbar spine and tender right lower extremity radicular symptoms. It was noted the event resulted in medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or body function. The patient was receiving morphine and bupivacaine (unknown doses and concentrations). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported on (B)(6) 2018 a catheter evaluation was done and they were unable to aspirate the catheter/aspiration was unsuccessful. The catheter was repositioned on (B)(6) 2018. The outcome of the event resolved without sequelae on (B)(6) 2018. The device diagnosis was catheter dislodgement. The etiology of the event (catheter dislodgement and unable to aspirate) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The incisional site/device tract was catheter tract. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported that the catheter was not optimally placed during initial procedure and the subject experienced pain at the catheter site leading to the repositioning.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient receiving morphine sulfate 2.5 mg/ml for a total dose of 0.5932 mg/day and bupivacaine 2.5 mg/ml for a total dose of 0.5932 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on (B)(6) 2018 the patient reported an increase in pain radiating down both legs. It was noted that the entire system was reprogrammed on (B)(6) 2018, (B)(6) 2019. It was noted that the reprogramming has helped, but has not resolved the spike in pain. It was noted that bupivacaine was added to the pump medication along with the already existing morphine sulfate. It was noted that he patient believed the increase in pain was due to a pinched nerve. The outcome of the event resolved without sequelae on (B)(6) 2019. The clinical diagnosis was increased pain down legs. The etiology of the event indicated the relationship of the event to the device or therapy was possibly related and indicated the relationship of the event to the implant procedure was unlikely related. It was noted to be related to programming/refill. The patient's weight was 147 pounds. The event date was (B)(6) 2018. Additional information received from a healthcare professional (hcp) via a clinical study indicated the patient reported improvement on (B)(6) after catheter evaluation on (B)(6) 2018. Chart notes from (B)(6) 2019 indicated the patient denied any adverse effects. The event date was updated to (B)(6) 2018. It was noted that the patient was receiving morphine sulfate 2.5 mg/ml for a total dose of 0.5399 mg/day and bupivacaine 2.5 mg/ml for a total dose of 0.5399 mg/day. No further complications were reported/anticipated. Additional information received from a healthcare professional (hcp) via a clinical study reported the event date was updated to (B)(6) (prior to implant). The outcome of the event was updated to (B)(6) 2018. The provider believed the increased pain and radiculopathy was caused by the intrathecal catheter laying on a nerve at the entry site. The intrathecal catheter was removed and replaced on (B)(6) 2018. The catheter was disposed of according to biohazard instr uctions. No further complications were reported.

Manufacturer narrative:
Continuation of medical devices: product ID 8780, serial# (B)(4), implanted: (B)(6) 2018, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 12-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a clinical study regarding a patient receiving unknown drug with an unknown dose and concnetration via an implanted pump. The indication for use was non-malignant pain and failed back surgery syndrome. It was reported the patient's catheter was repositioned on (B)(6) 2018. The patient's weight was noted as (B)(6). The event status was unknown. Additional information received from a healthcare professional (hcp) via a clinical study indicated the catheter was repositioned in an attempt to get more pain relief for the patient. It was noted that no issue with the catheter occurred. No further complications were reported.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the catheter was not optimally placed at implant.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) via a clinical study reported other pain at catheter entry site. No further complications were reported.